Manufacturer narrative:
The customer authorized limited device repairs. Only those repairs authorized were executed. No determination was made regarding proximate cause of the reported issue due to the limited nature of the repairs. This reported event and subsequent repairs were investigated through the service repair process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Won't turn on / off- (B)(6) 2018 09:20:14 rfc_repairs (rfc_repairs) po for (B)(6). Power issues / will not power on.

Manufacturer narrative:
The customer authorized limited device repairs. Only those repairs authorized were executed. No determination was made regarding proximate cause of the reported issue due to the limited nature of the repairs. This reported event and subsequent repairs were investigated through the service repair process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Won't turn on / off: (B)(6). Power issues / will not power on.